Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Upon visual examination of the device, it was observed that the distal tip was opened as designed, but stretched along the axial score line, the crimped valve was stuck in the sheath shaft at 21 cm from the strain relief, the liner was punctured and a liner strand was present, and there were scratches along the sheath shaft. Due to the nature of the complaint, no applicable functional testing was able to be performed. Liner thickness was measured along the liner puncture and the liner strand and all measurements were found to be within the specification. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images of the devices were provided and it was observed that the delivery system with the crimped valve stuck inside the sheath shaft and the esheath liner was punctured with the distal tip opened. The complaint for resistance was confirmed based on evaluation of the provided imagery and returned device. Available information suggests that procedural factors (steep insertion angle) and/or patient factors (calcification) likely contributed to the event as per provided information, the system was inserted at a steep angle and scratches were observed along the sheath shaft. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. In addition, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. The complaints for liner puncture and liner strand were confirmed based on evaluation of provided imagery and the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event as resistance was encountered while advancing the commander delivery system with crimped valve through the sheath. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in liner puncture and/or strand. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath liner, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information identified. Sections b5, g6, h2, h3 and h6 (device code) were updated. This is one of three reports being submitted for this case.

Event description:
The esheath+ was returned for evaluation. During pre-decontamination of the returned devices, it was observed that the esheath+ had a liner strand 7cm in length, starting at 17cm from strain relief.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in germany, a transfemoral transcatheter aortic valve replacement procedure was performed to implant a 26mm sapien 3 ultra valve. During the procedure, the esheath+ was inserted at a steep angle and the commander delivery system with crimped valve got stuck into the esheath+ and did not exit the tip of the esheath+. The valve and esheath+ were removed as a single unit. A new kit was used with success. No patient injury occurred and patient was stable post-procedure. As per pictures provided, an esheath+ liner puncture could be observed.